Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received questionable results when testing with coaguchek in range meter serial number (B)(6). At approximately 8:00 to 8:20 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.1 inr. Within 20 minutes of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.14 inr. At approximately 8:00 to 8:20 a.m. On (B)(6) 2024, a sample from the patient was tested using the meter, resulting in a value of 3.5 inr. Within 20 minutes of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.31 inr. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The field h6 type of investigation coding has been updated.